Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 along with concurrent hysterectomy due to sui, pelvic pain. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, dyspareunia, infection, and other outcomes. It was reported that patient underwent laparoscopy, lysis of multiple bowel cul-de-sac adhesions, ovariolysis and cystourethroscopy with release of the mesh on (B)(6) 2012 due to pelvic pain, urinary retention, pelvic adhesions, status post tvt.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention and pelvic adhesions.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with ligament plication, culdoplasty and cystoscopy. It was reported that following insertion the patient experienced hematuria, urinary tract infection, vaginitis and vaginal discharge.